Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was submerged in salt water and a button error alarm was received. Customer's blood glucose was 65 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced. No further information was given.

Manufacturer narrative:
The insulin pump was received unit with a blank display due to a corroded electronic assembly. The insulin pump was unable to verify button error alarm due to blank display. However, the insulin pump had corroded keypad traces. The motor assembly was found with corrosion as well. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.